Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the ceramic part of the tip of the shaver fell off. Further, a replacement was available to complete the procedure. It was further reported that the broken piece was retrieved out of the shoulder of the patient.